Event description:
Same case as MDR ID#: 2134265-2012-00013. (B)(4). It was reported that post a stenting treatment procedure, in-stent restenosis occurred. The patient presented due to unstable angina. The 90% stenosed occlusion located in the ramus was treated with balloon angioplasty and placement of a 12x2.25mm taxus liberte stent and a 16x2.25mm taxus liberte stent, resulting in 0% residual stenosis. (B)(6) 2011 - the patient presented with unstable angina pectoris. The following day coronary angiography revealed in-stent restenosis of the previously placed taxus liberte stent in the ramus. The in-stent restenosis was treated with deployment of a non-bsc stent. One day later the event was considered to be resolved without residual effects and the patient was discharged.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).